Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150600004, work order (B)(4) was manufactured on 06-jan-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. No parts were scrapped from lot 8045274. No ncs (non-conformances) found associated with lot 8045274. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Event description:
Affected side: left knee.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loose attune tibial tray, was the old version, came out easily.